Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. The customer "started using less insulin" based on the sensor scan and experienced a loss of consciousness. The customer had contact with a healthcare professional and received unspecified treatment. The customer was also given a prescription of hexicon insulin injection long and short-acting insulin. No additional details were provided as customer was in hurry. There was no report of death or permanent injury associated with this event.